Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 238 mg/dl. Customer stated that she was trying to give herself a correction when the pump alarmed button error. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No button error alarm noted during testing. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.